Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA for servicing. During servicing the device was found to have a cosmetic defect. It is unknown if the device was being used in surgery or if any injury or medical intervention occurred. There was no additional information provided.